Event description:
During routine testing of the device, the user reported the image displayed through the endoscope lens was blurry. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.